Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level as high as 350 mg/dl. The bg level was addressed with a bolus via the pump and inhalable insulin. During troubleshooting with tandem's technical support, the customer reported smelling insulin at the luer lock. Reportedly, the cartridge was in use for 4 days with novolog, all the supplies were changed, and insulin delivery was resumed. A follow up with the customer on the same day confirmed that the customer's bg level lowered to 197 mg/dl.